Manufacturer narrative:
Concomitant medical products: product ID: unknown biotronik lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to their wound dressing. During the assessment, the wound was noted to have broken-down and a secondary suture was needed. The cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to an infected pocket. The patient was treated with antibiotics and cultures were obtained. A new crt-d system was planned to be implanted at a later date. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.